Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 stapler only fired partially and did not cut. Another instrument was used to complete the case. There was no consequence to the pt.